Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low volume setting. The device was returned to the biomedical engineering department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone while on the low volume setting. Though requested, no additional info was provided.